Manufacturer narrative:
The act button did not respond due to corroded keypad trace. The insulin pump was received with scratched display window, cracked display window corner, cracked battery tube threads, broken reservoir tube lip, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 224 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.